Manufacturer narrative:
Product analysis results: the screw at the larger joint of the flex arms has jammed into the locking screw. The lever will now just free spin and not lock into place. There are witness marks on the small locking screw indicating the screw had been tampered with. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior lumbar fusion and l3 vertebral body replacement with t2 altitude due to burst fracture at l3. Intra-operatively, the lever of the flex arm was turned and the arm was not fixed. It is unknown whether the patient achieved solid fusion or not. There were no patient complications as a result of alleged event. There was a delay of less than 60 mins in procedure time as a result of alleged event.